Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : lot number: 9242513, product code: 3312040 , (B)(4) units released, lot expiry date: 31 july 2022 . 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. Device history review : 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for dvt and hemarthrosis that resulted from blood thinning medication to treat dvt. Event is serious and is considered moderate. Event is definitely not related to device and possibly related to procedure. Date of implant: (B)(6) 2020, date of event: (B)(6) 2021, (right knee).